Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs2879 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
Per medwatch it was reported that the catheter was leaking at the base of the catheter. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and will be considered use related. One 4 fr d/l powerpicc sv was returned for investigation. The returned sample revealed evidence of use. The printing was partially worn from the extension legs. Adhesive residue from what was most likely a dressing was observed on the bifurcation and d/l tubing between the bifurcation and 2cm depth mark. The catheter extended to the 25cm depth mark, where the catheter had been trimmed. A semi-circumferential split was observed in the d/l catheter just distal to the molded bifurcation. The split was located on the inside of a kink in the tubing. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split found in the catheter indicates that the tubing was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no damage related to the manufacturing process was noted on the returned complaint sample. A lot history review (lhr) of rebs2879 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
Per medwatch it was reported that the catheter was leaking at the base of the catheter. No patient injury was reported.